Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a lesion with mild calcification in the popliteal artery. The 3.0 x 60 mm armada 18 balloon catheter was advanced to the target lesion without resistance; however, the balloon could not be inflated or negative pressure applied due to a leak. A leak in the catheter was observed about 2 cm distal to the hub. The procedure was completed with the use of another balloon catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported inflation issue and leak in the hub. Av reviewed the lot history record and there were no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Av conducted root cause analysis and determined the issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.